Manufacturer narrative:
(B)(4). Customer has declined any further investigation, therefore the root cause of the event cannot be determined.

Event description:
The customer reported the nurse expected to give a "double strength" concentration of epinephrine, but the infusion that was actually administered was "quad strength." Prior to the event, the pt was not medically stable. At some point after (B)(6) 2014 at 0100, the pt expired. Although requested, no add'l pt or event info was provided.